Event description:
During a ptca procedure, the shaft of the catheter broke. The physician was unable to cross the lesion and removed the balloon. Upon removal of the balloon, the wire became stuck at the y-connector. While being subjected to some force during removal, the shaft of the catheter broke at the guide wire exit port. No pt injuries or complications were reported.